Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and high blood glucose levels (97 mg/dl-274 mg/dl) after having pump settings adjusted by endocrinologist. Customer addressed low level by eating a cookie and high level by delivering a bolus.